Manufacturer narrative:
Date of event: only month and year are known. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a patient was found to have a post-op intramedullary infection. The patient received an implant on (B)(6) 2020. Approximately, one (1) month after the implant procedure the infection was noted. The patient is undergoing conservative hospitalization. The patient was reported as stable and remains hospitalized. Concomitant devices reported: screws: locking: trauma (part number unknown. Lot unknown, quantity 1), end caps: tibial nail (part number unknown, lot unknown, quantity 1). This report involves one (1) 9mm ti cannulated tibial nail-ex/285mm-sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.004.337s, lot: 9902176, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 07. Apr. 2016, expiry date: 01. Mar. 2026. A manufacturing record evaluation of the packaging and sterilization procedure was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.